Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The serial number and date of manufacture of the meter are unknown. The date listed is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted

Event description:
A caller (customer's granddaughter) reported that the customer's adc blood glucose meter "does not work (battery ok)". As a result of this issue, the customer was unable to test, and experienced symptoms described as "shake, headache." On (B)(6) 2015 the customer presented to a health care provider and was diagnosed with hyperglycemia and "high tension" (hypertension), and treated with insulin (unspecified dose/type), and an unspecified "pill under tongue." No additional treatment was reported. There was no report of death or permanent injury associated with this event.